Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed and a loose green cap inside the opened pouch was identified. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia pd cycler set had patient line cap disconnected from the patient line inside the over pouch. This was observed during setup of peritoneal dialysis therapy. The patient used another cassette and completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.